Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer's mother stated that upon removal, the inner portion of the tampon pulled away from the cover, leaving the outer layer in the vaginal canal. She also stated that manual removal was successful and medical attention was not required. This also happened with the consumer's mother and her sister, which are being reported in separate files (3011109575-2018-00139 and 3011109575-2018-00141). Consumer's mother reported she and her daughters were doing well, no further follow ups are tasked.